Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received power loss alarm and bolus was not delivered. The customer's blood glucose was 12.4 mmol/l at the time of incident. The customer also reported that the power error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error with variable during self-test and confirmed in pump history due to cold solder joint keypad assembly. No unexpected bolus not delivered alarms were noted. Power graph analysis confirmed, pump error, power loss and low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged.